Event description:
Bd alaris pump tubing with inline 1.2 micron filter clogged with intralipid fat emulsion. Lipids had been running for approximately 16 hours. After removal, rn attempted to pull fluid through with a syringe and was unable to despite maximal force. 24 hours later, this submitter was able to attach a stopcock and pull fluid through the filter with no issues, although did feel to be higher than expected resistance.